Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Frozen af clinical study. A successful cryo-ablation procedure involving a polarheath was completed on (B)(6) 2021. It was reported that the patient was re-admitted to the hospital the day after the procedure due to oozing wound. Oozing was controlled by re-application of gauze. No additional patient complications were reported. The event has been resolved.